Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and self test. The pump passed the displacement accuracy test at 0.0871 inches. Test p-cap and reservoir locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump and carelink software. Successfully generate carelink reports. Pump delivered 189 bolus deliveries on the event date of (B)(6) 2025 at 00:01:09.000 to 23:56:13.000. Pump delivered 5.325 u total basal insulin delivered, and pump delivered 12.6 u total bolus insulin delivered on the event date of (B)(6) 2025. Pump alarmed a pump error 63 (variable # 15) on the event date of (B)(6) 2025 at 08:44:43.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, and pillowing keypad overlay. Possible over delivery anomaly was not confirmed during testing. Unable to verify customer's complaint for low bg's. Pump error 63 (variable #: 15) was confirmed in the pump history files and traces due to a hardware failure problem isolated to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, customer alleged excessive insulin infusion and received pump error 63 alarm (hardware low level failures). The customer reported blood glucose value of 47 mg/dl along with symptoms of tremor, sweating, anxiety, mental confusion, and fatigue. Hypoglycemic event was treated with glucose/carb intake. The event involved product(s) mmt-1886. Troubleshooting was partially performed for hypoglycemic event. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Troubleshooting was performed for pump error alarm. Customer was able to clear the alarm and complete the rewind process. Error table indicated that the pump requires replacement. No further patient complications were reported. Mmt-1886 was requested, and customer response was the device will be returned.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.